Manufacturer narrative:
On (B)(6) 2016 via a phone conversation, the technical support specialist (tss) suggested the customer to contact api for new sample. No further activities were from technical support services. The probable cause of the event, was possible sample contamination. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 a customer reported a failed testosterone api survey on their aia-600 ii. Test samples sent to tosoh USA were in acceptable range. Customer recalibrated new lot of testosterone and repeated result still very high. Controls in range. The representative from the technical support specialist (tss) spoke to the customer to troubleshoot the reported event which resulted in discrepant results. There was no indication of patient intervention or adverse health consequences due to the failed survey results.